Manufacturer narrative:
Annex g updated to g07001 - part/component/sub-assembly term not applicable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments were moving left when the surgeon attempted to move right. The technical support engineer (tse) advised on troubleshooting steps to follow if the issue occurred again and recommended documenting the scope serial number for reference. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that they believe the image was inverted and the endoscope moved in the opposite way that intended. The issue did involve a reversed control on system arms and that it was inverted or opposite. The issue did occur while attempting to manipulate the instruments from the surgeon console, the instruments moved in the opposite direction. The surgeon's head was in the viewer. There was no external collisions. The issue was persistent, and the doctor switched consoles and removed and reinstall camera. There was no injury to the patient, and the instrument was inspected prior to use with no damage out of the ordinary noticed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis; therefore, the complaint was not confirmed based on the field evaluation.